Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Reseated the ide cable to the hard disk. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the workstation on the 9800 system would not boot when tech turned it on to do diacom entries. There was no report of patient injury.